Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. The target lesion was located in the right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon and after inflation of the balloon a dissection was noted. The physician attempted to advance a 2.5x18mm promus stent delivery system (sds) to the rca; however, the device was unable to cross the lesion. The patient was then taken to bypass to treat the dissection. No additional patient complications were reported and the patient's current condition is fine.